Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3 and to provide additional information received b5. The device was evaluated by olympus. The nozzle was clogged by foreign material. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter. It is likely the foreign material remained in the nozzle since the device was returned to olympus without reprocessing being conducted/ completed at the user facility. The root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope could not be reprocessed due to the clogging of the channel. The scope worked before the procedure but clogged up during the procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle clogged by foreign material. There were no reports of patient involvement.